Event description:
A nurse cut an i.v. Catheter while removing the dressing. The catheter remnant remains in the pt. An x-ray was performed and the catheter was found to be in the pt's forearm. He was taken to surgery the same day. They were unable to locate the catheter remnant. X-rays and sonography the following day did not reveal the location of the catheter. On the third day x-rays were taken. At that time tests showed what might be the catheter in an area close to where the original x-ray had shown it to be. The pt returned to surgery that day for a ligation of the vein. The facility was not able to confirm removal of the catheter.